Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.

Manufacturer narrative:
Reinstalling the tubing did not fix the no foam leak. The investigation is in process. No additional information is available.